Manufacturer narrative:
(B)(4). Insulin pump monitored for several days and no blank display noted. Insulin pump passed the displacement test. Pump received with normal operating current. Pump passed self test. Pump passed off no power test.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.